Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to p ulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal end/electrodes of the lead were bent. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to use in the implant procedure the lead was opened and it was discovered the suture sleeve had hooked onto the lead tines and the lead was kinked at a 90 degree curve near the distal portion of the lead. The lead was not used and a different lead was utilized without incident. No patient complications have been reported as a result of this event.